Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited low pacing impedance and the electrograms (egms) were isoelectric. The lp was removed and a clot was noted in the helix. The clot was removed and the physician attempted to implant again but the same electrical issues were seen. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
Reported events of low impedance and imprecise measurements were unconfirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.